Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen cr-flex femoral component, which is of zimmer (B)(4) design control. It was reported by patient's counsel that the patient also received a tm patella, which is of zimmer tmt design control. The patient received the implants on (B)(6) 2008 and experienced pain. In 2009, the patient was experiencing "instability" and the patient was revised on (B)(6) 2009.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.